Event description:
Per user facility report: "nurse reported leaking tubing about 5 minutes after infusion started. Medication being infused was cyclophosphamide." There was no report of pt harm or medical intervention. No further pt or event info was provided.

Manufacturer narrative:
(B)(4). Although requested, the device has not been received. A follow up report will be submitted with failure investigation results should the device be returned for eval.